Event description:
Caused to gag [retching]. Felt something hard in mouth...it was bottom part of brush [device breakage]. Case description: a (B)(6) consumer reported that while using an oral-b rechargeable toothbrush, version unknown with an oral-b brushhead, version unknown on (B)(6) 2015, she felt something hard in her mouth that caused her to gag. She stated it was the bottom part of the brush. She spit out the product. The replacement brush head had been in use for about one week. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.